Event description:
A customer contacted beckman coulter inc. (Bci) stated that the unicel dxc 600 pro synchron chemistry analyzer intermittently generated false high sodium (na) and chloride (cl) results. No false results were reported out of the laboratory. The samples were repeated producing lower results which were reported out. Patient treatment was not impacted in this event.

Manufacturer narrative:
Per the customer, qc prior to and after the event was within lab-established ranges. A field service engineer (fse) was dispatched on (B)(4) 2010 and completed a decontamination of the ratio pump and cleaned the flowcell.